Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The doctor reported via phone call that they were hospitalized due to low blood glucose level on unknown date. Customer¿s blood glucose level was 40 mg/dl, at the time of hospitalization. Customer was not able to fill the information on the troubleshooting. It was unknown whether the customer was using auto mode at the time of reported event. Customer thought that the insulin pump was over delivering. The insulin pump will be returned for analysis.